Event description:
It was reported that the t:slim x2 pump battery would not charge and the pump screen was dark, preventing it from turning on. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer attempted various troubleshooting steps with technical support, including trying different power adapters and cables, but none resolved the issue. As a result, technical support arranged for the pump to be replaced. The customer was advised on how to handle the receipt and return of the pumps, and they agreed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery in the interim.